Event description:
It was reported that the patient underwent a heart transplant on (B)(6) 2022.

Manufacturer narrative:
Additional information was requested but not yet provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported transplant could not be determined. Furthermore, a direct correlation between the device and the event(s) that prompted the transplant could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however no additional information was provided. The pump has not been returned for evaluation at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.